Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange.

Event description:
Regulatory agency reported right side device rupture discovered at explant. Removal of the device was planned due to the age of the device (20 years).